Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the titanium cutting guides were designed using an incorrect plating system, as the guides were made for the mp 2.0 mm system while the intended and discussed plan was to use the 1.7 mm plating system. Although the custom plate was correctly designed, the mismatch caused intraoperative fixation issues, which were managed.